Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range (oor), shocking lead impedance measurements of more than 125 ohms. Boston scientific technical services (ts) discussed that the alert was triggered only once. All other measurements were within normal range. There were no obvious signs of lead issue. The physician will continue to monitor the patient. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.